Event description:
Rn went to flush the clear clave cap and the clave cap fell apart in her hand. The plastic piece that would lock the clave cap onto the patient PICC line separated from the clave cap. Had this have happened while the patient was at home the PICC line would have been open to air and could have created a serious safety event.